Event description:
Information received from the field notes that the patient had atrial fibrillation and the device was programmed to vvi. The device exhibited undersensing and oversensing with probable noise reversion. The sensing problems were present in both unipolar and bipolar modes. The patient was admitted to the hospital. When the pocket was opened, it was noted that the septum covering the setscrew had been punctured and blood had leaked into the header.